Event description:
Procedure performed: unknown. Event description: ctf33 cannula shaft broke in half while removing from patient. The break was clean and did not produce any fragments. All two, whole pieces were removed from the patient to complete the case. No patient injury occurred. Product is not returning. Intervention: all pieces were removed from the patient to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: ctf33 cannula shaft broke in half while removing from patient. The break was clean and did not produce any fragments. All two, whole pieces were removed from the patient to complete the case. No patient injury occurred. Product is not returning. Intervention: all pieces were removed from the patient to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.